Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device is not returning to the manufacturer for evaluation. The durable medical equipment (dme) tested the device and the device passed all testing. The dme provided photographs of the device. The manufacturer determined that the fire originated external to the device. Product labeling," oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."